Event description:
Reporter states he received the er1 message a couple of times. Reporter also stated he had stored his teststrips improperly. Reporter retested with newly purchased teststrips and received a blood glucose result ranging between 100-120 mg/dl.